Event description:
The customer reportedly obtained a 94mg/dl and 275mg/dl on the accu-chek compact system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. The customer states that she discarded the drum that was used during the event. She retrieved a new drum from the same box. New system sent to customer and return requested.